Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, failure to capture and failure to sense. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed loss of capture and loss of sensing due to dislodgement of the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix would not extend, so the lead was explanted and replaced. The patient condition was stable.